Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen was not coming off, flashed battery and had an arrow, picture of battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had side of the pump from the clip to the bottom. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display or missing segments/partial display noted. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.